Event description:
Blood glucose readings were 200s-400s mg/dl and had no high glucose symptoms however took 3-4 units of insulin instead of the normal 1 unit. Reporter stated feeling low afterwards and eating to feel better however stated symptoms did not match the readings. It was reported when changing to a different vial of test strips, readings returned to a normal range. No medical treatment was reportedly sought or received as a result. A request was made for the return of the suspect device and replacement product was sent.